Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's trainer reported via phone call that she was with the customer assisting on the insulin pump. The trainer noticed that the act button was not responding. Customer's blood glucose was 174 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had no button/keypad response due to flattened act keypad dome. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to keypad anomaly.